Event description:
Hosp obtained psa values of 0.4 ng/ml (10/1999), 0.4 ng/ml (1999), 0.6 ng/ml (1999) on a post prostatectomy pt on the dade behring dimension rxl. Expected <0.1 ng/ml since prostate remove. In 2000, pt received a biopsy related to continued elevated psa to determine if prostate residue remained. Obtained psa values of <0.1 ng/ml on bechman analyzer at time of biopsy. In september and october 2000, hosp obtained psa values of 1.5 ng/ml and 1.9 ng/ml, respectively on the dimension rxl. Internally obtained a psa value of 1.6 ng/ml of a serum sample sent to dade behring. Additional internal testing on sample after pretreatment with a non-specific binding blocking agent obtained 0 ng/ml. Concluded pt sample contained a heterophilic antibody that caused non-specific binding and subsequent false positive on rxl.